Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated oversensing information. Multiple non-sustained tachycardias (nsts) occurring at exactly 3 and 9pm. Concomitant products: 1488t st jude competitor lead, implanted 2001 (B)(6). (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device had over-sensed events which caused elevated short interval counts (sic) and resulted in a triggered alert. The events occurred at 9 am and at 9 pm, but not at other times. The device remains in use. No patient complications were reported as a result of this event.